Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported during her trial the patient did not get 50% or better symptom control. On the way home it was just perfect and knew it was working but then she started to have problems. The patient thought she pulled the wire. The patient did not get 100% or 50% from her trial but her doctor thought because it worked at first they could continue to proceed and the patient decided to try it. Additional information received confirmed the patient¿s leads had migrated so she lost the effect of the therapy.